Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a shock for atrial tachycardia. In addition to an episode resulting in a shock, the device had stored several non-sustained tachycardia events. The egms of these episodes showed very clear noise on the competitor right atrial (ra) lead and this rv lead. The rv pacing impedance in (B)(6) 2010 was noted to have dropped from 785 ohms to 300 ohms. The pacing threshold measurements for both the rv and the competitor ra lead were elevated. The patient was monitored every three months and lead measurements proved to be stable and consistent. At a recent follow-up, noise detections were observed resulting in several vf markers, but they were not enough to satisfy detection requirements. The issue was reviewed and it was determined that this patient required a lead extraction and replacement. A date for this procedure is yet to be confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should additional information become available.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of this lead was performed. This lead was returned in multiple segments having been severed. The trilumen insulation was damaged, and there was webbing damage to all three lumens. The distal and proximal high voltage cables showed evidence of melting. Damage appeared to be a localized compression stress abrasion. Damage was most likely caused by entrapment in the clavicle/first rib region.